Event description:
Procedure type: wedge resection. According to the reporter: on the 4th firing on left lower lobe, malformed stapling occurred since the clamp cover was broken and fell into the patient cavity, but it could be retrieved. According to the surgeon, it seemed that the tissue was thick. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used to complete the procedure. No bleeding occurred. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).